Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
(B)(6). It was reported stenosis in the side branch occurred. (B)(6) 2018, clinical status indicated the patient's qualifying condition as stable angina. Prior to procedure the patient had an abnormal stress test indicating ischemia and was referred for cardiac catheterization. The index procedure was performed treating the target lesion which was 99% stenosis, 42 mm in length and a reference vessel diameter of 3.00 mm, located in the mid right coronary artery (rca). Treatment was performed with pre-dilatation and a 3.00 x 48 mm study stent implanted. Following post dilatation, the residual stenosis was 0%. On the same day baseline core lab angiography result revealed 80% side branch stenosis in the ac marg. Post procedure angiography revealed 99% 'branch percent stenosis'. The patient was discharged on dual antiplatelet therapy the next day.